Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 24 hours; however, the full medication dose was delivered over 46 hours. The device was filled with 5-fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from september 22, 2021 - september 23, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.